Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and replaced the sample probe. The fse performed sample crane alignments, verified both syringes and cuvettes, and ran multiple patient samples and quality control. The probable cause of this event was attributed to a malfunction of the sample probe. This MDR is one of two events reported by this customer. The related MDR is 2050012-2012-00338.

Event description:
Customer reported erroneous low test results for igg (immunoglobulin g), iga (immunoglobulin a), igm (immunoglobulin m), kappa and lambda were obtained for one patient sample when using the immage 800 immunochemistry system. The erroneous test results were not reported out of the laboratory. Quality control data provided by the customer demonstrated imprecision. There were no reports of death, serious injury or affect to patient treatment associated with this event.